Event description:
It was reported that the patient's ventricular lead warning triggered for low impedance, as multiple low impedance paces were reported. It was noted that there was some variance in the capture management as well. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.